Manufacturer narrative:
Correction: device received on (B)(6) 2016. Date received by manufacturer: august 17, 2016. The product analysis indicates that the device was disassembled. The internal components were cleaned or replaced and the motor was replaced. The device was successfully tested to specifications. (B)(4).

Manufacturer narrative:
Initial inspection of the handpiece indicates that overheating was found after 30 seconds of running. The temperatures were 144.3 degrees f at t1 and 198.9 degrees f at t2. In addition, the collet markings were faded, the motor overcurrent code 16 was displayed and the motor stopped rotating.

Event description:
The handpiece was returned to medtronic (B)(4) for service. Initial inspection of the handpiece indicates that overheating was found after 30 seconds of running.